Event description:
It was reported that upon interrogation, the pulse generator exhibited inappropriate measured data. A reboot of the programmer did not resolve this issue. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.